Manufacturer narrative:
The reported field event of a connector anomaly was not confirmed in the laboratory. The reported field event of high pacing lead impedance was confirmed in the laboratory. The device was tested on the bench and test leads were inserted successfully and an impedance anomaly was noted. Further evaluation indicated there was an anomalous component on the hybrid. The cause of the high pacing lead impedance was due to an anomalous component on the hybrid.

Event description:
It was reported that during the implant procedure, a connector anomaly was observed. When the lead was connected to the device, high, out of range pacing lead impedance was observed. The device was not implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.